Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) shape of the seal was broken and it could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory on 03feb2020. An investigation was conducted on 17feb2020 . A visual inspection was conducted. There were signs of clinical use and evidence of blood observed on the delivery device with specks of blood on the seal. The white plunger on the delivery device was depressed and the blue slide lock dis-engaged. Based on the position of the white plunger and blue slide lock, it can be concluded that it was prematurely deployed. The seal and tension spring assembly was remaining inside the delivery device. The seal was evaluated for cracks/delamination however there were no visual defects observed on the seal. Based on the returned condition of the device, the reported failure mode "crack" was not confirmed but the analyzed failure "premature deployment" was confirmed.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) shape of the seal was broken and it could not be used. A replacement device was used to complete the procedure. The hospital did not report any patient effects.